Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: three photos were provided; the first picture shows an instrument and a battery inside on its blister package. The second picture shows the jaws of an instrument along with 3 white cartridges. The third picture shows three cartridges from a back view, two cartridges were noted to be partially fired and one appears to be fully fired. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that the new powered vascular stapler and reloads. Blade did not reverse on first firing. Blade retracted using reverse switch. Second firing went through properly. On third firing, blade did not reverse, only moved half way through. But returned when using reverse switch. Surgery name is vats lobectomy ( left lower lobe).

Manufacturer narrative:
(B)(4). Batch p55d26. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with three cartridges reloads present. The cartridges reloads (b and c) were received fully fired. The cartridge reload (d) was received partially fired 1/2 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.